Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient reported being hospitalized for with a blood glucose levels of 1.5 mmol/l and 2.3 mmol/l. The patient reported being treated with oral carbohydrate and the patient's blood glucose reportedly rebounded to 14.9 mmol/l. The patient stated that the hospital staff was concerned that the pump might be delivering as much as 2.5 times the amount programmed in the pump. Customer support reviewed the pump with the patient. The pump settings were reviewed and confirmed to be correct. The pump bolus history was reviewed and confirmed that all boluses were delivered. The total daily dose added up correctly with the basal and bolus. The prime history was reviewed and it was found that the patient was using 0.1 units fill cannula; the patient was advised that the suggested fill cannula for the infusion set was 0.5 units. The inadequate fill cannula step should not have contributed to the patient low blood glucose. Customer support advised the patient that based on the review the pump appeared to be working fine however, the pump was to be replaced due to the patient's concern. The patient stated that the pump was discontinued and the patient reported no issues while using injections. This report is made based on the allegation that the patient was hospitalized for hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.